Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign (B)(4) continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 5/26/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 340mm, standard nail per the sign technique manual. Surgeon comments: "revision nailing. Suspected subclinical infection because of pain and high esr. Peroperatively we did not find any infection. But the fixation was loose and there was fibrous union. We removed the nail, freshened the fracture ends, fixed with another nail and gave compression. Autogenous cancellous bone grafting was done."